Event description:
During a laparoscopic cholecystectomy procedure while the endotip was allegedly used, the pt's bowel was perforated. Procedure was converted to open surgery and the perforation repaired.